Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel. The noise was oversensed, resulting in an inappropriate shock and pacing inhibition in this pacemaker dependent patient. A guidant technical services consultant discussed diaphragmatic oversensing and a possible loose setscrew as potential causes. There were no patient symptoms reported with this clinical observation. The device was programmed to monitor only mode, and the automatic gain control (agc) was programmed to least.